Event description:
A consumer reported experiencing a corneal ulcer in her left eye that required medical intervention. She reported that she went to the hosp and was told her ulcer was a result of contact lens wear. Request has been made for additional information, however no additional information is available.